Manufacturer narrative:
An event of "the ra disk was not able to fully spread" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an 18 mm amplatzer cribriform occluder was selected for use. When the 18 mm aco was deployed at the atrial septal defect, the ra disk was not able to fully spread. The aco was replaced with the same size of aco and the procedure was completed without issue. No adverse consequences to the patient was reported.